Event description:
Hcp reported the patient presented with the pump alarming for low reservoir volume. The patient was in "drug withdrawal." Sixteen cc's of fluid were removed from the pump; the expected reservoir volume is unknonw. A kink was reported to be under the elbow anchor. A dye study was unable to be performed due to the patient's allergy. The pump and catheter were explanted and replaced in 2004. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is available.